Event description:
The manufacturer received information alleging a ventilator's pressures were incorrect. There was no harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, an issue with the ventilator's active exhalation control module was found. The ventilator's active exhalation control module was replaced to address this issue.